Event description:
It was reported that during pulse generator interrogation, the programmer flashed between displaying -please locate device- and five green lights. Communication was lost with the device when testing and programming where attempted. For battery data and lead impedance -data not read- was displayed. The device was replaced due to inability to communicate.

Manufacturer narrative:
No medwatch form was received.